Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s mother reported that her son had to go the hospital with blood glucose (bg) reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and 34 mmol/l (613 mg/dl) at the hospital. There was also ketones present. They placed him on an intravenous therapy of fluids and insulin diluted to prevent from flowing too fast to avoid any shock to the patient. The pod was worn between 24 and 36 hours on the arm. The patient was admitted into the hospital at 9:00 pm and released the next date at 8:30 am.